Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance of both high voltage conductors was observed resulting from suspected lead fractures. The leads are scheduled to be extracted. No patient complications have been reported as a result of this event.